Event description:
Customer complant: the ventilation is stopped very occasionally and the ventilation is recovered automatically. It was reported this was found during testing and there was no pt involvement.